Manufacturer narrative:
A ge service rep performed an onsite investigation. The secondary electrical transformer was recalibrated and adjusted to meet the incoming power requirements. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.